Event description:
Information was received indicating that the corner piece of a smiths medical pneupac® parapac® ventilator was found missing. It was reported to have been dropped. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination of the device showed the casing was cracked and broken off in some places. The manometer was also outside of specification. The issue was confirmed and determined to have been caused by damage during use due to drop damage.